Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. The insulin pump was received with cracked case at display window corners, display window, battery tube threads and minor scratched display window.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1054 mg/dl at the time of incident. The customer's daughter stated that they were given insulin to treat the blood glucose. The customer's daughter stated that they were wearing the insulin pump during hospitalization. The customer's daughter performed high pressure test and the insulin pump did not alarm no delivery during test. The insulin pump will was returned for analysis.